Event description:
Patient's family member called to report that the lfs meter is giving false low readings, which resulted in patient being treated in the hospital. Patient tested and obtained blood glucose readings in the 50's and 60's. Patient took glucose tablets to try to elevate their blood sugar. Patient was experiencing symptoms of dizziness. Patient ended up going to the hospital where their blood sugar was over 300mg/dl. Patient was treated with insulin. Customer service found out that patient was using non-lsf test strips, unicheck strips. Customer service advised patient to disregard the unicheck test strips and sent patient new products. Medical affairs was not successful in trying to get a hold of the patient. It is not clear if the potential inaccuracy is due to meter, never the less the case is being reported.